Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient developed mild granulation tissue at the implant site and was subsequently treated on (B)(6) 2008 by means of cauterization of the tissue. On (B)(6) 2008, the patient developed swelling with purulent discharge. The site was treated with silver nitrate.